Event description:
It was reported that the pt's device system was explanted due to skin erosion. The pt's skin began eroding over the pump site, and then eroded out. The pt did not have the device re-implanted because they had been using an alternate non-implantable form of medical therapy instead. The pt recovered without sequela. The medication being delivered via the device system was baclofen.

Manufacturer narrative:
(B) (4).